Event description:
The iab was inserted into the pt on 3/26/97. On 3/29/97, the "leak" and "gas loss" alarm sounded from the pump and the iab leaked. Blood was noted in the tubing and the iab was removed. A second was inserted. Event complications: none from the event - rpt'd 3/31/97, 4/24/97. Pt current status: stable - rpt'd 4/24/97.

Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.